Manufacturer narrative:
Concomitant medical products: product ID: 3210, serial#: (B)(4), implanted: (B)(6) 1999, product type: transmitter. Other relevant device(s) are: product ID: 3210, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device had not worked in 10 years. The patient wanted to get in contact with their healthcare provider. No patient symptoms reported.